Event description:
I am a patient has psoriasis on arm. I bought a uvb lamp on (B)(6), the link is (B)(6). I used, according to their manual, the manual said it should be used under physician¿s guide, but when I bought it, it hadn¿t been noticed. I used it at home by myself , after 2 times irritation my skin got deep red and hurt like a burn. I complained to (B)(6) and the seller, they said this is a prescription medical device.